Manufacturer narrative:
The suspect device was not returned for further evaluation. Therefore; root cause was not determined. However, the customer stated that when the unit was turned on, there was no error and it powered up normally  perform the operational verification procedure (ovp) and measure voltages off the power supply and turbine motor pcb to ensure that they are 48 volts and stable. If the customer requires further assistance, a case number will be provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had a vent inop (inoperable) with a motor fault error. Furthermore, there was no patient harm associated with the reported event.